Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the connector of the homechoice cassette and the connector of the solution bag was not tight when the patient tried to connect them during setup. No damage was noted on the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.